Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant and the issue began last wednesday. Patient stated their recharger kept showing that their implant was full and when they tried to charge their implant it would last for about 5 minutes then the implant would be full. During the call patient charged the implant and all 8 coupling boxes were filled. Implant was 'down' a little bit. Stimulation was turned off. Patient turned stimulation on and confirmed they saw the lightning bolt on the screen. Implant fully charged. Agent advised patient to call back if the issue persisted.